Event description:
It was reported that a user experienced recurrent low blood glucose reported at 54 mg/dl while using the ilet despite trainer-guided target adjustments and education, and the user decided to discontinue therapy and return to a different pump platform. Investigation included troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed no device malfunction identified and insufficient information to link the device to the hypoglycemia, with cause unclear. No clinical symptoms associated with hypoglycemia requiring oral glucose. Outcomes included self-treatment without escalation of care. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.